Manufacturer narrative:
Device evaluation summary: device evaluation monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon investigation the pads under high-voltage capacitors c20 and c21 were lifted on the defibrillator board. The root cause for the lifted pads could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can damage the capacitors. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013, results will be monitored. No adverse event resulted from the lifted pads on c20 and c21. The patient received a replacement monitor.

Event description:
The sister of a (B)(6) male patient called zoll customer support to report that the patient's monitor was displaying a service code 102 (charge profile fault). The patient was issued a replacement monitor.